Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set cannula bent event on (B)(6) 2023 after 3 or more hours after insertion. Insertion site was at abdomen. Customer regularly rotate site location. Insertion set has been used more than 3 hours but less than 6 hours. The blood glucose level was 300-400mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1881862- MDR 3003442380-2024-07026- device 9 of 10.